Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1, ¿introduction,lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, patient care and management (under nticoagulation), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Hold at 2.25 it was reported that the patient experienced declining hemoglobin count without signs of bleeding. 2 units of red blood cells were transfused on (B)(6) 2016 due to anemia (hemoglobin count 7.7 g/dl). The patient had been on phenprocoumon and heparine anticoagulants at time of adverse event.